Manufacturer narrative:
Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A twenty year old female was treated for de-novo cardiomyopathy. Insertion of an impella 5.5 was planned, but aborted as the pump could not be advanced due to the patient's anatomy. No other impella pump was inserted.